Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis and retains analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from the six months prior to open date and trending was not exceeded. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The cyclesure® 24 bi was not returned for visual inspection and analysis. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. The concomitant sterrad sterilizer was inspected by an asp field service engineer who replaced the injector valve assembly which may have contributed to the issue; however, this could not confirmed since the cycle completed. The assignable cause could not verified. The complaint product was not available for return and evaluation. There is no evidence to suggest an alleged deficiency since the DHR review found no anomalies that would contribute to a positive bi result, retains product met functional specifications, and lot history review did not show any significant trend. The fse replaced the injector valve assembly which may have contributed to this event; however, further details regarding the processing and handling of the bi were not available. Should additional information be received, the complaint will be re-opened and re-evaluated. The issue will continue to be tracked and trended. Asp complaint ref #: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. The affected load was recalled except one item that was released and used on a patient. There was no report of infection, injury or harm to patient(s) associated with this issue. No additional information is known at this time. Asp will continue to follow-up. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators when the load has been released and used on patient(s) prior to reprocessing.